Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with insulin and food. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Troubleshooting could not be completed as customer had to go. Customer called back and continued troubleshooting. Customer's blood glucose was 144 mg/dl. Customer was advised to monitor issue and that tubing clamp would be sent.